Event description:
It is reported that the motor piston is blocked; unable to move. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Unable to prime during prime alarm test due to loose/protruded drive support disk. The insulin pump passed displacement test. No rewind anomaly noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.